Event description:
Customer reported blood glucose results of 316 mg/dl, 299 mg/dl, and 158 mg/dl within 10 minutes on the advantage system. Customer reported no symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the product, replacement was sent.